Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm and the alleged temperature alarm issues were verified. Additionally the alleged notification issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a temperature alarm occurred while the customer was exposed to extreme temperatures. Additionally, a cartridge detection notification occurred. Reportedly the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 70mg/dl.